Event description:
It was reported the patient experienced pain, difficulty sleeping, and shaking; and approximately a week later, the patient fell. It was also reported the patient was hospitalized and provided pain medication, but it is unknown if the hospitalization is in response to the patient symptoms. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient experienced pain, difficulty sleeping, and shaking; and approximately a week later, the patient fell. It was also reported the patient was hospitalized and provided pain medication, but it is unknown if the hospitalization is in response to the patient symptoms. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a reprogramming session and has full coverage.